Event description:
It was reported that the user experienced repeated extended hyperglycemic events while using the ilet with a teflon inset 23" and described kidney pain during these episodes, leading to repeated reversion to subcutaneous insulin pens for control and a decision with their healthcare provider to discontinue and return the system. Customer care provided support that included troubleshooting and education. Investigation of this case revealed the cause was unclear. Symptoms included hyperglycemia and kidney pain. Outcomes included perceived risk of serious injury. It was concluded that the event was related to high glucose without an identifiable device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.